Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 479 mg/dl at the time of incident and current blood glucose value was 383 mg/dl. Customer reported that the insulin pump had post-reset ram crc alarm in history. Customer reported they was able to clear the alarm. Customer was able to rewind the insulin pump. Customer treated with manual shot. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will not be returned for analysis.